Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# :unknown , product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The patient reported the pump has been beeping for "probably 5-6 weeks and it's gotten louder and more frequent" about 2 weeks ago. The patient stated they had spoken with healthcare provider¿s secretary to schedule replacement surgery. Per the patient they were told by secretary they were told by someone at the manufacturer not to worry about it because the pump would be good until december. The patient had attempted bolus 3x¿s today and got an x on the screen. The patient attempted bolus on call and saw 8428 code (eos). The agent reviewed meaning and redirected the patient to work with their healthcare provider.